Event description:
The respiratory therapist (rt) reported that the patient had just been extubated and was being placed on the ventilator for bipap usage post-extubation. The rt reported when the patient was put on the ventilator it began alarming due to low volumes. The clinician reported there was a muffled noise sound, and the rt reported the noise was a leak somewhere and the leak was showing at 100%. The circuit type in use was heated wire, the humidifier in use was hudson neptune concha, and the o2 source in use was a wall source.the rt reported they made changes to the circuit in several places, including the concha humidifier, circuit, mask, and filters but the low volume alarms continued. The patient was removed from the ventilator and another ventilator placed into use. The rt reported there was no patient harm and the patient's oxygen saturations were in the mid 90 to low 90s. The hospital completed an internal incident report but the rt did not have it and therefore could provide no other specific details. The manufacturers service technician performed evaluation and testing of the device and reported no sounds per the event report. Performance verification testing was completed and passed to operating specifications.